Manufacturer narrative:
(B)(4).

Event description:
Information was received from a manufacturer's representative regarding a patient implanted with an implantable neurostimulator for an unknown therapy indication. It was reported that the implant date was (B)(6) 2015 and the use by date was implanted on (B)(6) 2015 and there was no patient symptom reported.